Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a clear liquid leak from an unknown source in the beckman coulter coulter lh 750 hematology analyzer. Customer was running samples when the leak was discovered but noted that patient results were not affected by the leak. Customer was wearing proper personal equipment at the time event and reported no one was exposed to the leak. No injury or change to patient treatment resulted from this event. Field service engineer (fse) was dispatched and found elyse reagent leak off 1st shear valve. Fse proceeded to replace and reroute tubing and repair was verified per established procedures.